Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger/slider was blocked and jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper/faulty handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the trigger / slider on the battery reamer/drill handpiece device was blocked and jammed. It was further noted that the trigger was blocked. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.